Event description:
It was reported six days post implant, the patient presented to the hospital. Interrogation showed loss of rv capture at maximum output and an alert for high pli. Sensing and pli measurements were found normal. X-ray and echo analysis did not show any sign of cardiac perforation or dislodgement. During repositioning, high capture threshold and lead impedance values were observed. The lead was explanted and returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.